Manufacturer narrative:
Unit was received with blank display due to moisture damage at motor and electronic assembly. Insulin pump was received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. Black lines appeared and the insulin pump was turning off and alarming. The customer was unable to see the alarm. Water was underneath the lcd. The insulin pump was exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.